Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal connector of the lead was extrinsically bent and the connector pin was severely bent. The analyst commented the helix testing could not be performed. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited a "spiral problem" and could not be fixed well. It was also noted the helix of the lead could not be recovered and the lead could not be rotated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.